Manufacturer narrative:
(B)(6). (B)(4). The pump has been returned to animas. Evaluation revealed a misaligned display screen and dislodged force sensor pins. During evaluation the pump did not detect the cartridge on the load step and dispensed insulin from the cartridge emitting a "no cartridge detected" warning. Review of the pump download history reveals several loss of prime warnings associated with zero force and "no cartridge detected" warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the cartridge was not detected during the load step.